Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon inflation was incomplete during the procedure. The physician attempted to use it with ac3 optimus and getinge; however, the inflation remained unsuccessful". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".